Manufacturer narrative:
While using the device, the front wheel leg pin apparently broke and the end user fell. The family attributes the fall to the pin breaking. The end user suffered a brain contusion and a dislocated right shoulder. He was hospitalized for one week and was in a rehab center prior to being discharged home. The sample was returned and evaluated. The device was tested and both wheels remained aligned when normal use was simulated. It is not clear what role the device played in the reported incident. It appears the front wheel leg pin may not have been adequately seated in the leg slot which suggests an assembly error by the end user prior to use. No manufacturing defect was identified. We have had no other similar incident reported to us for this device.

Event description:
While ambulating with the walker, the end user fell and suffered a brain contusion and a dislocated shoulder.